Manufacturer narrative:
(B)(4). The lot was manufactured from 10/14/2013 to 10/17/2013. A review of all batch record documents was performed with no issues noted during the manufacturing process. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device was returned for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A functional leak test was performed by re-filling the unit with green colored water. During and after fill, no evidence of a leak was observed. The next day, there was still no evidence of leak was observed. The evaluation did not confirm the reported condition. A batch review will be performed.  If any relevant information is obtained that is related to the reported event, a supplemental report will be submitted.

Event description:
It was reported that a single day infusor leaked from an unknown location. This occurred after filling of the device with an unknown drug(s). There was no patient involvement. No additional information is available.